Event description:
Home pt (hp) reports "milky" fluid noted in drain bag during drain 1/1 of apd treatment. Rn reports hp was diagnosed with peritonitis, has since had their catheter removed, and is on hemodialysis. Rn reports she does not have any further info regarding this report. No device failure indicated by rn.